Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing multiple low blood glucose levels. The customer had a low blood glucose reading of 47 mg/dl. The customer then experienced blood glucose levels from 50 mg/dl to 60 mg/dl. The customer believed his low blood glucose levels may have been due to the fact that he had changed his eating habits and going on the insulin pump. The customer will not return the device for analysis.